Event description:
Related manufacturer report number: 2017865-2022-50785. It was reported that the patient presented for follow-up. Upon device interrogation, over-sensed noise was exhibited by both the right atrial (ra) and right ventricular (rv) leads. The noise resulted in episodes of pacing inhibition. The ra lead pacing impendence was out of range. The rv lead was noted to be fractured. The patient was scheduled for revision where both leads were explanted and replaced. The patient was stable.